Event description:
Patient reported that even though the device was turned off at night it still depleted to 30% where the normal is 60%. Patient stated at one point it turned black and registered nothing. On 11/25 the rep cleared the impedances; patient to see how this works out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that for the past couple of days quite a few times their implant battery has been at 30% in the morning versus the normal 60%. Patient stated they charge in the morning and turn their stimulation off at night and added that they have made no changes to their therapy settings during this time. Patient stated they spoke to a manufacturer representative (rep) a couple of days ago who had them reset the controller and "it worked;" however, this morning their implant was again at 30%. Patient stated rep advised them to call patient services. Agent reviewed implant battery depletion rates are based on therapy settings and usage and are not related to the external equipment. Agent redirected the patient back to their rep and healthcare provider (hcp) to further address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.